Event description:
A healthcare professional reported that the vitrectomy did not cut during surgery and metal particles were noticed in pt's eye. Surgery was completed successfully with a new vitrectomy. Pt impact is unk. Additional info has been requested.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).